Event description:
Info received in 2003 from baxter that after 4-5 days of slow flow, the infusor stopped flowing. Contents of the device reported as "cytarabine pharmacia 2590mg/255ml." Diluent reported as glucose 50mg/ml. Total fill volume reported as 255ml. Ncc reported that there was no pt injury other than the break in treatment. Ncc further reported that after the infusor was returned to the pharmacy, it started to work again.